Event description:
The complaint was reported as: the circuits failed the leak test. The customer reports that there was plastic that was occluding the crosshair inside the cuff of the circuit restricting air flow. No pt injury reported.

Manufacturer narrative:
The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications.